Manufacturer narrative:
On (B)(6) 2015 12:18 pm (gmt-5:00) added by (B)(6) ((B)(4)): a maquet field service technician visited the hospital and found that the cupola connected to the spring arm came off. The broken spring arm was replaced with another spring arm. Maquet is not in charge of maintenance of this device. Note: the hanaulux 3000 series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. This malfunction was previously addressed in the u.s. Through the device correction z-0182/188-2010.

Event description:
The customer reported that a surgical light spring arm broke during a surgery in the operating room # 6 while surgeon tried to move the cupola. The customer informed maquet that he noticed great resistance until it broke. No injuries were reported, the cupola was not located above the patient. The surgery had to be continued with the substitution cupola. (B)(4).